Event description:
The customer reported obtaining high creatinine (crem) results, for five out of nine patients, which were generated from a unicel dxc 800 synchron system. The issue was noted by the customer due to the elevated crem results not matching the corresponding blood urea nitrogen (bun) results for the five patients. The customer stated that reruns on an alternate analyzer produced lower crem results and the results were reported out of the laboratory. The erroneous results were not reported out of the laboratory and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse), replaced the entire creatinine module and repair was verified per established procedures. Failure mode was hardware related and issue was resolved following service.

Manufacturer narrative:
Evaluation results: creatinine module.